Event description:
Customer reported a cartridge issue with his insulin pump, even though it still contained over 40 units of insulin. There was no adverse impact to the customer's blood glucose level. Technical support attempted to follow up with kevin, but he did not answer the call, and a voice message was left.